Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) and endotak transvenous defibrillation lead were removed from service. The ICD was removed for premature battery depletion. During the extraction procedure, the lead and valve became badly deformed. A thoractomy was performed, the valve was repaired and the lead removed. Because of problems with the lead's entry point, two patch leads and active fixation leads were implanted.